Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to sharp pain and heat sensation on implant magnet site. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on august 04, 2023.

Manufacturer narrative:
This report is submitted on august 24, 2023.